Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Event description:
It was reported that a patient underwent a procedure with a smart touch unidirectional catheter. It was noted that the displayed temperature of the catheter was incorrect. There was also heavy noise on all signals on both the carto system and the recording system. There was no signal available for the physician to monitor the patient¿s heart rhythm. The catheter was exchanged and the procedure was completed with no patient consequences. Multiple attempts have been made to obtain clarification of this temperature issue. However, no further information has been made available. With the information available, this issue has been assessed as not reportable as the most likely consequence was an intraprocedural delay. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event was remote. Since there was no signal available to monitor the patient¿s heart rhythm, this issue has been assessed as a reportable malfunction as the inability to monitor the patient¿s cardiac rhythm might lead to undetected cardiac rhythm that can be life threatening.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 4/17/2017. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that a patient underwent a procedure with a smart touch unidirectional catheter. It was noted that the displayed temperature of the catheter was incorrect. There was also heavy noise on all signals on both the carto system and the recording system. There was no signal available for the physician to monitor the patient¿s heart rhythm. The catheter was exchanged and the procedure was completed with no patient consequences. Upon receipt, the catheter was visually inspected and it was found in normal conditions. The returned device was then evaluated for electrical resistance and current leakage and it failed on electrode # 4. Further examination revealed that the lead wire # 4 was broken causing the improper signal condition. Then the catheter was connected to the stockert generator and the impedance and temperature were displayed correctly. Additionally, a flow test was performed and no occlusion was observed, the catheter was irrigating correctly. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During the manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint has been verified. The root cause of the wire breakage cannot be determined.